Event description:
It was reported that the right ventricular (rv) lead superior vena cava (svc) coil impedance increased to greater than 200 ohms. The plan was to reprogram the rv lead to turn off the svc coil and perform a defibrillation threshold test. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076-45 lead: (B)(6) 2012. A 419678 lead: (B)(6) 2012. (B)(4).